Event description:
It was reported via phone call, that the numbers on the insulin pump scroll, without any input from the customer. It was also reported that the customer received a button error alarm. Customer's blood glucose level at the time 160mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarms were noted during testing. No ramping numbers on their own or scrolling bar moving anomaly was noted. The pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.